Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was duplicated. The pump powered up to a blank display screen with auditory and vibratory features. Due to the blank display, the remaining testing could not be completed. A leak test showed a pump casing leak between the lower left corner of the display lens and the bottom left corner of the keypad. Pump casing was opened and evidence of moisture intrusion was found on the display screen and connector wire as well as other internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. Reportedly, the screen was blank and moisture was found behind the display after the customer went swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).